Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the guidewire.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the left axillary artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Initially, the physician had difficulty advancing a guide wire into the left ventricle, suspected to be due to a calcified aortic valve. It took about an hour to achieve left ventricular access. The impella 5.5 was loaded and advanced through the graft without issue, but when attempting to make the turn in the ascending aorta, the device could not be advanced due to an acute angle. The impella 5.5 was removed and cleaned, but access to the ventricle was lost when the guide wire came out. The physician spent about 90 minutes using multiple wires and catheter types to regain left ventricular access. Once access was achieved with an abiomed .018 guide wire and an extra stiff buddy wire, the impella 5.5 was again loaded and advanced, but could not make the turn into the ascending aorta. The impella 5.5 was removed, and the decision was made to attempt placement of an impella cp via the axillary approach. The cp was successfully advanced into the left ventricle. The patient was sent to the ICU with axillary cp support, with plans to return to the operating room for CABG in two days. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition as clinical information mentioned patient anatomy had an acute turn from aortic arch to ascending aorta which was the location of resistance.

Manufacturer narrative:
D4: corrected the serial number.